Event description:
It was reported that the external pulse generator had a broken case and broken display. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator had a broken case and broken display. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: anaysis confirmed the customer comment of broken case and broken display, both the upper and lower cases as well as the liquid crystal display were broken. Analysis also found that the ring cover, battery drawer, battery release, heart block, heart wire contacts and heart lead flex were contaminated, one side bail cover and one side bail were missing, the lead flex cover was corroded, the battery contacts were compressed and contaminated, the ring bail was bent, the serial number label was torn and the battery flex was corroded. All affected parts were replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.